Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 282 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime test passed. However, the high pressure test failed. The customer did not have another infusion set and reservoir at the time of the report to repeat the high pressure test. The customer was advised to call back to retry the high pressure test when additional supplies are available. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.